Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the device request is still ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a non-edwards valve after an implant duration of 7 years due to calcification. The patient presented with sob. A 23mm transcatheter valve was implanted at the end. The patient was stable.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 7 years due to calcification. The patient presented with sob. A 23mm transcatheter valve was implanted at the end. The patient was stable.

Manufacturer narrative:
H10: corrected data: corrected b5 and h6.

Manufacturer narrative:
The most likely cause is patient factors, including hyperlipidemia (hld) and diabetes mellitus (dm). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.